Event description:
A malfunction alarm was reported with code malf 16. There was no adverse impact to the customer¿s blood glucose level. After the customer attempted to reset the pump following guidance from technical support, the malfunction alarm recurred. Customer reverted to using an alternate method of insulin therapy.